Event description:
(B)(4). Event occurred in the united states. The patient's husband reported that two of the infusion sets detached at the tubing and quick release/ site connector. At the time of incident, the blood glucose level was above 350 mg/dl which was treated with manual injection and pump. The site location was on the right or left buttock and the pump was worn on the same side as that of the set. The first time, this issue occurred when she was sleeping and the second time, it happened during her normal daily routine. The infusions had been in use for the first time for about 48 hours and second time, less than 24 hours. The infusions were stored or used in the study room in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.